Event description:
It was reported that the rv lead was explanted due to noise on egm, high impedance of the high voltage coils greater than 200 ohms, and apparent lead fracture. No patient complications were reported as a result of this event.